Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately responded to the supraventricular tachycardia (svt) with anti-tachycardia pacing (atp) and shocks. Therapy was exhausted in the device. Technical services (ts) discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.